Event description:
It was reported that when the patient presented in clinic with chest pain, loss of capture and sensing were observed. Fluoroscopy revealed lead dislodgement. The lead was successfully repositioned, and the patient was doing fine post-procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.